Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va022qa, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that their implant stopped working in (B)(6) 2015 and she had a replacement device in (B)(6) 2015. The patient also stated that they returned the old patient programmer (pp) and received a new one and needed to get program. The patient also needed a new programmer case because she accidentally sent back the old case. There were no symptoms reported. The event occurred during product use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.